Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 130 mg/dl and ketone level was large. Healthcare provider (hcp) identified ketones as being dangerous. Contact did not know cause of elevated bg and hcp advised contact to change out the infusion set to address elevated bg/ketones.